Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) of 44 mg/dl. The cause of bg was unknown and bg was addressed by customer consuming raisins.